Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was unknown. The customer stated they are receiving a compromised force sensor alarm. Customer stated the alarm occurred during the rewind/prime sequence. Customer was advised to clear the alarm and removed reservoir from the pump. Customer was advised to perform rewind process again. Customer was advised the pump will need to be replaced.

Manufacturer narrative:
The insulin pump alarmed during prime test due to moisture damage on the force sensor resistor. However, the currents are within specifications. The insulin pump was received with minor scratched lcd window, cracked case near the display window corners, broken battery tube threads, broken belt clip slot and cracked reservoir tube lip.